Event description:
Following successful angioplasty, the proximal part of the stent failed to open as the device was deployed at the lesion in the left middle cerebral artery (mca). " thus trapping the nose cone of the delivery device in the stent." The physician was able to remove the delivery system from the pt. The stent was fully opened by the physician inserting the balloon catheter, used to perform the angioplasty, into the stent and inflating the balloon. It was noted that the pt had a large subarachnoid hemorrhage in the left mca. The physician believes that this was caused by this event. The pt was initially reported to be in a unstable condition. Follow up info was received and the physician stated that the pt was still hospitalized and was "not real responsive" showing signs of lethargy.